Event description:
During implant of a 25 mm amplatzer amulet (acp2) with a 12f amplatzer torqvue 45x45 sheath (tv45x45) on (B)(6) 2018, a pericardial effusion was noted. A pericardiocentesis was performed. The suspected cause of the effusion was the 12f tv45x45 sheath perforating the heart wall. The patient was reported to be stable and was discharged the following day. (Clinical study patient (B)(6))

Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.